Event description:
It was reported that telemetry confirmed a critical alarm had occurred. The alarm was not heard. The alarm was due to stopped pump duration exceeding 48 hours. All 40cc of drug was remaining in the pump from the previous refill. It was determined that there had been interrupted telemetry during the previous update. The pt experienced a loss of therapeutic effect. The hcp reprogrammed the pump to a lower rate since the pt had not been receiving the medication. The pump was used to deliver morphine. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.